Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left adapter plugged into working outlet for at least 30 minutes, and pump began charging again without shutting down or losing ability to turn on, so no further assistance was required.